Event description:
A customer in (B)(6) reported inhibited growth for a staphylococcus saprophyticus urine strain, from a patient with an urinary infection, in association with gelose chromid® cps elite (ref. 421151). The customer reported the staphylococcus saprophyticus had inhibited growth on the cps agar and grew very well in asa (blood agar). The customer stated the s. Saprophyticus strain was identified by a conventional method. The customer stated the initial negative result was reported to their client, but the client disagreed as they reprocessed the sample with a different result. The customer reprocessed the sample, and the result was rectified to quantitation above 100,000 cfu/ml s. Saprophyticus. The doctor was informed about the incorrect and rectified results. The customer reported that the patient was not treated incorrectly as the patient had symptoms in which empirical therapy was started after sample collection. The customer stated there was a delay of two additional days to release the correct result. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed due to a customer report of inhibited growth for a staphylococcus saprophyticus urine strain in association with gelose chromid® cps elite (ref. 421151). Qc testing investigation included: 1 - production dhf analysis: ·manufacturing data: 26-jun-2018 ·expiry date: 23-oct-2018 ·quantity manufactured: 9.768 packets (10 plates per packet) ·any deviation during product production ·environmental control: conform ·equipment used : qualified ·instrument used: calibrated 2 - qc dhf analysis: ·qc samples received 27-jun-2018 ·quantity of samples received: 92 packets (10 plates per packet) ·qc tests started 28-jun-2018 ·tests performed: activity test , cosmetic test and sterility test. ·sterility four days in 35+/-2°c and 25+/-2°c: conform (acceptance criteria: quality acceptance level (aql) = 1% ) ·activity test with the atcc strain below : conform ·strain atcc: e. Coli 25922; e. Coli 9909604; k. Pneumoniae 13883; p. Mirabilis 12453; e. Faecalis 29212; s. Aureus 25923 and s. Agalactiae 12386. Plates incubated in 35+/-2°c during 18 at 24hs. ·cosmetic tests (condensation, color, retraction, surface consistence): conform (acceptance criteria: quality acceptance level (aql) = 5% ) ·batch released in 03-jul-2018. 3 - complaint history: no other complaints had been opened for this batch describing the same issue. 4 - qc testing with retention samples after complaint received: based on the customer complaint description, qc lab performed an activity test using the retention samples. Test started 26-sep-2018. Test completed 01-oct-2018. Test methodology: -to check the product fertility (growth) and bacteria color: -qc used the bacteria atcc: -staphylococcus epidermidis atcc 14990 -staphylococcus saprophyticus atcc baa 750 -streptococcus agalactiae atcc 12386 -klebsiella pneumoniae atcc 13883 -proteus mirabilis atcc 12453 -escherichia coli atcc 25922 -escherichia coli 9909604 qc used six plates of the incriminated batch for each bacteria and one batch as reference (batch: 1006746530 exp. Date: 02/01/2019) bacteria suspension used to inoculate each plate : 10-3 obtained from a bacteria suspension of 2.0 mac farland. The inoculation of the plates was performed as described in the cps elite package insert in the procedure chapter. -results obtained: batch claimed: 1006599960 each bacteria had a conform result based on the acceptance criteria: -acceptance criteria for growth: e. Coli, k. Pneumoniae, p. Mirabilis, s. Agalactiae growth >/=105 -note: s. Saprophyticus and s. Epidermidis is not inside the qc work instruction, but qc lab determined the same acceptance criteria for these bacteria determined for the bacteria above (>/=105) and the result obtained was conform. -acceptance criteria for color: -e.coli atcc 25922: bordeaux -e.coli 9909604: beige or pale rose -k. Pneumoniae: blue/green -p. Mirabilis: brown / beige -s. Agalactiae: blue/violet -s. Epidermidis : no color/white. Each strain obtained a conform result. Qc conclusion: the qc lab, during internal investigation as described above, was not able to reproduce the customer problem. The claimed batch performed correctly as described in the package insert and qc work instruction. The product was in conformance based on the results obtained and described above. The customer problem could be linked to manipulation, the patient strain type, user knowledge of this new product, or methodology to inoculate the plates.